Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 73-year-old male with a pre-support clinical state consistent with scai shock stage d underwent attempted implantation of an impella cp via percutaneous left femoral arterial access for ep/ablation support. During the procedure, advancement of the impella cp across the aortic arch was unsuccessful due to patient anatomy, with resistance encountered at the aortic arch. A guidewire was used, serial pre-dilation was performed, approximately 30° insertion angle was reported, and no excessive force was applied. The implant procedure was subsequently aborted and explanted. No device damage or malfunction was identified, and the device was not associated with the reported event. The patient remained stable throughout the procedure, sustained no harm, and survived.